Event description:
It was reported that this lead was an attempted implant. It could not be screwed into the septum surface and the helix sustained damage. The procedure was subsequently aborted. No adverse patient effects were reported. The lead is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. It could not be screwed into the septum surface and the helix sustained damage. The procedure was subsequently aborted. No adverse patient effects were reported. The lead is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism had tissue intertwined in the helix. After removing the tissue, the helix mechanism was fully functional or a laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The lead was placed in an ultra-sonic cleaner for a period of time. Subsequently, the helix mechanism was confirmed to be fully functional/still could not be extended/retracted. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue > inside the helix housing may have contributed to the irregularity in helix function. -complete lead was returned intact - not severed. -noted tissue intertwined in the helix. -electrical continuity testing passed - indicating conductors are intact. -a stylet insertion test passed without issue - indicating no blockage in the lumen. -visual inspection revealed no abnormalities. Note: typical surgery-related damage is noted but is not considered abnormal. -visual inspection showed the lead tip/helix appears normal - not damaged or deformed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism had dried tissue intertwined in the helix. After removing the tissue, the helix mechanism was fully functional. Resistance testing found the lead was electrically continuous. Based upon the clinical observations and the laboratory findings, the difficult-to-position allegation was confirmed due to the tissue entwined in the helix. The tissue may not have been the cause of the placement difficulty at implant; however, the tissue indicates that there was some issue with placement during implant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.